Manufacturer narrative:
(B)(4). The device was returned with the tissue pad melted and partially detached and not completely detached as stated by the customer. The device was connected to a test handpiece and generator and it did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad.

Event description:
It was reported that during an unknown procedure the tissue pad detached outside the patient. Another device like device was used to complete the case. No patient consequences. 1 device will be returned.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis. Should the device be returned for analysis, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.